Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their cardiac resynchronization therapy defibrillator (crt-d) system became infected following implant. The system was extracted and the patient wore an external defibrillator for approximately one month. The patient later received a replacement system. No further patient complications have been reported as a result of this event.